Event description:
Customer reported patient received 2 boxes of droplet insulin syringes 31g x 8mm 0.5ml. Patient claims that the syringes will not draw insulin, and the patient claims that this has happened a few times in the last two months. We are replacing the syringes and are expecting samples. Specialist has shared the droplet insulin syringe injection technique guide with the patient. Additionally, the patient claims to reuse some syringes for multiple injections. See attachment section for initial email and complaint report from customer.